Event description:
It was reported to philips that the device's ECG cables are not working. It is unknown if the device was being used on a patient at the time of the issue. It is also unknown if there was an adverse event to a patient or user was reported.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.